Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ exk¿ dna-1 false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: with in house assay with mycoplama genitalium. Ugly curves and false positives. No report that false results would have been reported.

Manufacturer narrative:
After additional investigation it was determined that the device responsible for this complaint was not determined to be luo. And the complaint should not have been canceled. MFR report # 3007420875-2022-00029 is reportable for false positive. The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained. There was no report of patient impact. D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. D.1 medical device type: ooi. D.2. Common device name: instrumentation for clinical multiplex test systems. D.3. Medical device manufacturer: becton dickinson& co. ¿ sparks, md / 21152. D.4 medical device catalog #: 441916. D.4. Medical device lot #: na. D.4. Medical devcice serial #: (B)(6). D.4. Medical device expiration date: na. D.4. Unique identifier (UDI) #: (B)(4). G.1 manufacturing location: becton dickinson& co. ¿ sparks, md / 21152. G.5. PMA / 510(k)#: k111860 and k130470. H.4. Device manufacture date: 2020-05-08. H.5. Labeled for single use? No.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: with in house assay with mycoplama genitalium. Ugly curves and false positives. No report that false results would have been reported.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number ct1791) had "false positive and unresolved results". Creview of instrument run files alludes to an instrument issue. There is evidence of optical issues on reader a and thermal crosstalk on side b. Application specialists suggest adjustment of color compensation within the udp (user-defined protocol). Review of device history record for instrument ct1791 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2020. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Sample review consisted of review of customer run files. Review of these run files confirms that there is evidence of optical issues on reader a and thermal crosstalk on side b. The complaint is confirmed by service and quality. The root cause cannot be determined with the information provided. Complaint history for ¿results¿ was reviewed for the month of may 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is incorrect therapy, possible medication adverse event via document baltrm-maxinst-aph, revision 21, lines hw61 and sw85.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: with in house assay with mycoplama genitalium. Ugly curves and false positives. No report that false results would have been reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This product is not sold in us and there is no like product that is, it is also luo, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using bd max¿ exk¿ dna-1 false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: with in house assay with mycoplama genitalium. Ugly curves and false positives. No report that false results would have been reported.